Event description:
Caller reported an alarm 2 followed by alarm 26 related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting and tightening the tubing, and delivering a 5-unit bolus, but the occlusion alarm recurred. The blockage was identified in the cartridge, not seen as a ball of insulin, leading the customer to change the supplies accordingly and resume insulin therapy without reusing old insulin.